Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Medical device type: jka, fpa. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Device manufacture date: unknown.

Event description:
It was reported that the bd vacutainer® ultratouch¿ push button blood collection set experienced a failure to contain blood or medication prior to use. The following information was provided by the initial reporter: luer detached.